Manufacturer narrative:
Two photos were provided to our quality team for investigation. One photo shows a significant crack extending from approximately the number two through the entire barrel. The second photo shows a crack starting at the top of the barrel and extending down to around the number four. Both cracks are located in the non-scale marking area. The condition observed is non-conforming per product specification. The potential root cause for the cracked barrel defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material#: 302995. Batch#: unknown. It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: verbatim: 5 instances of where our 10 cc syringes are cracking when we inject during medication administration. I looks like the plastics cracks on the side. Additional information received on 06-nov-2024. ¿ please provide batch number. ¿ unknown ¿ packaging is discarded before an issue is identified ¿ please provide date of event ¿ october 26th. ¿ any sample or photo available for investigation? Yes ¿ one sample available photos were sent in previous emails. ¿ was there any leakage of medication? If so, what was the drug that was being used? ¿ yes, the drug leaked everywhere and it was rocuronium (refrigerated drug). ¿ do the 5 instances observe in same date? If different kindly provide date of events ¿ all dates are unknown (the only confirmed date we have is above) ¿ they are not observed on the same dates multiple instances. ¿ was there any delay in treatment due to failure of device? - yes, the drug leaked everywhere and it was rocuronium (refrigerated drug).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that a large crack present on the non-scale marking side, extending from around the number three to the number ten. The condition observed is non-conforming per product specification. The first image shows a crack extending from approximately the number three through the entire barrel, while the second image reveals a crack starting at the roof of the barrel and extending down to around the number ten. The potential root cause for the cracked barrel defect is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.